Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), but returned to olympus repair center for the evaluation. Olympus repair center evaluated the device and could reproduce the reported phenomenon. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The user found that the endoscopic image became abnormal. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.

Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), but returned to olympus repair center for evaluation. According to the evaluation, olympus repair center found that the cable was twisted and there was flooding into the device. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Omsc confirmed the repair history and found that there were some repairs for cable twists and floods in the past. The exact cause of the reported event could not be conclusively determined. Omsc surmised that the circuit was short-circuited or corroded due to moisture due to flooding or applied unexpected stress. If significant additional information is received, this report will be supplemented.